Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was progressively getting worst and was unresponsive intermittently. Reportedly, the customer hurt their finger in an attempt to press the wake button with force to get the pump display to turned on. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.